Event description:
It was reported that the patient got a skin irritation from using the purewick female external catheter and was using a cream to clear up. The representative advised to wear mesh panty instead of pulling over wick and placement. Also stated that the patient was not currently using the product. It was noted that the patient had been using the purewick product for less than 90 days. No medical intervention was reported. Per customer via phone on 13jan2022, it was stated that customer stopped using the catheter months ago because it caused skin infections. The doctor treated the skin infections and told them not to use purewick. It took a long time to heal the skin infection. Also stated that the customer did not have any issues using the industrial grade system at the hospital because the suction was stronger, and the home system suction was not strong enough and the customer had to wear garments over the wick.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient got a skin irritation from using the purewick female external catheter and was using a cream to clear up. The representative advised to wear mesh panty instead of pull over wick and placement. Also stated that the patient was not currently using the product. It was noted that the patient had been using the purewick product for less than 90 days. No medical intervention was reported. Per customer via phone on (B)(6) 2022, it was stated that customer stopped using the catheter months ago because it caused skin infections. The doctor treated the skin infections and told them not to use purewick. It took a long time to heal the skin infection. Also stated that the customer did not have any issues using the industrial grade system at the hospital because the suction was stronger, and the home system suction was not strong enough and customer had to wear garments over the wick.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.